Event description:
It was reported that 90 bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes didn't have an adequate vacuum and stopped filling after reaching half-capacity. The following information was provided by the initial reporter: "the green tubes with heparin do not have enough vacuum for the sample extraction, since when they reach half the capacity of the tube, they stop aspirating the sample."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. Evaluation/testing of the customer samples was performed and underfill was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA 260774. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 90 bd vacutainer® sodium heparin (nh) 75 usp units blood collection tubes didn't have an adequate vacuum and stopped filling after reaching half-capacity. The following information was provided by the initial reporter: "the green tubes with heparin do not have enough vacuum for the sample extraction, since when they reach half the capacity of the tube, they stop aspirating the sample."